Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4034 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that there were sand holes with the connection joining the external catheter and the strain relief. No other information was provided.